Event description:
The diabetes specialist/reporter called lifescan (lfs) in 2005 and alleged that the patient's meter was reading inaccurately high. According to the reporter, in 2005 the patient began obtaining high results on her meter. Her meter average for 14 days was 298 mg/dl. Some of the results obtained were 316, 344 and 380 mg/dl. The following month, the patient contacted her diabetes specialist, who advised the patient to increase her dosage of novorapid insulin and to take 20 units at that time. The patient called her back 3 days later and stated that the results were still high. The diabetes specialist decided to admit the patient to the hospital. A lab test was performed and the result was 12o mg/dl. The patient's hba1c was 7%, which translates to approximately 150 mg/dl. The patient did not have her meter at the time. The following day, the patient's meter was brought to the hospital and a meter to lab comparison was performed. The patient's meter was 328 mg/dl and the lab result was 103 mg/dl. The patient will be discharged 2 days later. She did not experience any symptoms at the time of these events. The reporter did not have the patient's test strips; therefore she was unable to report if they were in good condition or not. The techniques for cleaning the puncture site and for applying the blood to the test strip were correct and the code numbers were matching. The patient did not have any control solution to troubleshoot. Although the meter was reading inaccurately compared to the lab, the patient did not allege any harm or injury.